Event description:
Medtronic received information that a patient treated with a ped3 pipeline and rist catheter had dissection of the right carotid artery. During the 6 months follow up angiogram, dissection of the right carotid artery during the catheterization. The patient was hospitalized and treated with percutaneous intervention. The event resolved. The patient was orginally treated for two aneurysms. Aneurysm number: 1 side (hemisphere): right. Location (vessel): posterior communicating artery. Location of aneurysm in vessel: bifurcation branch. Aneurysm morphology: saccular. Maximum aneurysm diameter: 3.8mm. Aneurysm dome height: 2.9mm. Aneurysm dome width: 3.7mm. Aneurysm neck size: 2.6mm. Parent artery diameter distal to aneurysm: 3.2mm. Parent artery diameter proximal to aneurysm: 2.8mm. Complete neck coverage at the end of the procedure.  Aneurysm number: 2 side (hemisphere): right. Location (vessel): internal carotid artery (ica). Specify segment of ica: c6. Location of aneurysm in vessel: side branch. Aneurysm morphology: saccular. Maximum aneurysm diameter: 4.2mm. Aneurysm dome height: 2.1mm. Aneurysm dome width: 4.5mm. Aneurysm neck size: 4.6mm. Parent artery diameter distal to aneurysm: 2.9mm. Parent artery diameter proximal to aneurysm: 3.4mm. Complete neck coverage at the end of the produre.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported no patient symptoms.

Event description:
Additional information was received that the outcome status was recovered/resolved on (B)(6) 2023. It was noted that the adverse event resulted in a diagnostic procedure being performed. The investigator decided to stent the dissection with an angioplasty by balloon. It was updated that the relatedness to the antiplatelet medication was probable.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.